Event description:
A respiratory manager reported that the v60 unit alarmed high priority message ¿o2 failure¿ on screen while in use on a patient. The oxygen (o2) hose was connected to the wall source at the time the event occurred. The respiratory therapist (rt) switched the o2 connection from the wall to the o2 tanks on the cart, but the alarm continued. Additionally, it was reported that the rt was able to make o2 parameter changes but unable to clear the alarm. A patient of unknown age, gender, and medical history was prescribed a v60 with unknown mode, settings, configurations, and alarm settings. On an unknown date, while the device was in clinical and therapeutic use, the device spontaneously alarmed high priority message ¿o2 failure¿. An external pulse oximeter was in use at the time of the incident to alert staff of o2 desaturation. The patient¿s oxygen saturation decreased to 80% as a result of the alleged issue. It is unknown what medical intervention was provided while the rt attempted to troubleshoot the issue and while swapping out the v60 devices. According to the rt manager, the patient¿s oxygen saturation recovered (unspecified value) after being transitioned to a different v60 device. The case is still pending investigation and return of the device for analysis.

Manufacturer narrative:
The device is pending bench repair which is currently still unscheduled. The customer requested bench repair for unit reported to have o2 failure, and a copy of the bench repair form was emailed to the customer.

Manufacturer narrative:
Based on information provided and/or service performed the reported issue was confirmed. Bench technician reported repairs were completed. The technician reported replacing the gas delivery system (gds), side bezel end cap, rear bezel, front bezel, and lcd cable. Technician also performed a standard preventive maintenance on the unit. Unit was subsequently tested and approved for use. The ventilator has been returned to the end user. No failed parts have been received for failure investigation therefore component level root cause has not been established. Customer was unable to provide additional clinical details, indicating that they no longer had the records of the event. Trends for this type of issue will continue to be monitored to determine if additional actions are required. The complaint will be processed for closure. If additional information or the failed part becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated by a bench repair technician who confirmed that the device had a malfunction with the data acquisition printed circuit board assembly (da pcba) when connected to alternating current (ac) power the da pcba started arching. The bench technician also noted damage to the gas delivery system. Additional issues identified during the evaluation of the device, cracking to the front bezel, rear bezel and end cap, also the liquid crystal display (lcd) cable connector was damaged. This device is still pending repair.

Manufacturer narrative:
The gas delivery subsystem (gds) was returned to the product investigation lab (pil) for analysis. The initial visual inspection revealed no discernable issues with the gds. The pil technician proceeded with diagnostic testing of the returned components using a pil v60 standard test bed (stb). The pil tech confirmed the reported issue with the gds. The pil determined excessive damaging voltage applied to the 3.3vdc line of the data acquisition (da) printed circuit board assembly (pcba), airflow module, and o2 flow module during the time of event was the root cause of all issues experienced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.